Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was attributed to a temporally malfunction of the image processing board of the subject device.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, sandstorm appeared on the monitor. The user restarted the device and the device worked properly. The user used the device. Since around (B)(6) 2020, the same phenomenon has occurred several times. Other detailed information was not provided. There was no report of patient injury associated with the event.